Manufacturer narrative:
Additional information received on jan 4, 2019 is listed. The patient's dob, age at time of event, or weight remains unknown. The facility declined to provide this information.

Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. Attempts to obtain the information has not been successful. Although the separated portion of the shaft occurred outside of the body, this is being reported as a conservative measure. Recurrence of the shaft separation could result in vessel obstruction, possible myocardial infarction, or may require surgical intervention. No patient injury. Patient information regarding relevant tests/laboratory data or medical history are unknown. Attempts to obtain the information has not been successful. The angiosculpt device was returned in two pieces. The shaft separated approximately 7.5¿ from the hub and the rx port was lacerated. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
During delivery to the lesion, prior to balloon inflation, the angiosculpt device separated at the proximal shaft (outside of body). The balloon was able to be removed with no patient injury.